Manufacturer narrative:
72404256, lgx preconnect ms 15cm ip iz.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to reservoir had herniated to scrotum. Patient was unable to pump due to anatomy and weight. All components were explanted and replaced with tactra per patient request. No adverse patient effects.